Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06412 was provided.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported events has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the most likely cause of the low pump flow was most likely biomaterial as the physician suspected lv thrombus and the data logs show evidence of ingestion. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿

Event description:
The complainant reported that the flow rate of an implanted impella cp pump dropped from 2.0 l/min down to 0.0 l/min during support. The drop in flow rate coincided with reports of continuous suction. It was theorized that the patient had an lv thrombus that was acutely ingested by the pump. The patient passed away from their pre-existing condition prior to any discussions of intervention or pump removal. There was no patient injury related to the low pump flow.